Event description:
The customer reported generating a non-reproducible troponin (access accutni+3) results for one patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The customer obtained an elevated result, and verified that the elevated result was not reported outside of the laboratory. The customer repeated the sample on an alternate standalone access 2 immunoassay system which generated a lower result. The customer then performed a ten (10) point precision run with the patient sample on the analyzer in question and lower results were generated for all replicates. Please refer to the attached patient data table. The customer stated that the sample was collected in a lithium heparin plasma tube and was centrifuged for three (3) minutes at 5100 rotations per minute (rpm). The customer verified there was no change to patient treatment in connection with this event. System parameters including quality control (qc), calibrations, and system check were within assay/instrument specifications.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) inspected the wash wheel, pipettor alignments, and ultrasonic and noted all were operating within instrument specifications. The fse also ran a system check, high sensitivity (hs) system check, and ten (10) replicate precision run. Performance was verified as all results passed within published specifications. No hardware issues that may have contributed to the event were noted by the fse. In conclusion, the cause of the event is unknown. There was no indication that access accutni+3 reagent was returned for evaluation.